Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement, which was confirmed through x-ray. The lead was replaced and it is not expected to return for analysis. No additional adverse patient effects were reported.